Manufacturer narrative:
Concomitant product(s). Model: 6725, port pin plug, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had exhibited r-wave undersensing. Follow-up was completed and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.